Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # 235686. The device was returned to the factory on 12/13/2019. An investigation was conducted on 03/03/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was evaluated for mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was unable to be secured in position when the knob was turned clockwise. The knob failed to tighten the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, they turned the knob to fix the om-10000, but the flexlink arm could not be fixed properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, they turned the knob to fix the om-10000, but the flexlink arm could not be fixed properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, they turned the knob to fix the om-10000, but the flexlink arm could not be fixed properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.